Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the water tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the remote control buttons cracked, the bending rubber leak, the bending rubber cut, the insertion flexible tube (ift) bump, the suction channel kink, the angle wire grinding, and the ccd module pixels. However; they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.